Event description:
It was reported that during aneurysm procedure, the subject stent could not be opened after it was loaded into the catheter. The subject stent was removed. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient. Patient was stable after the procedure. The subject stent was returned for analysis and the device investigation revealed that the subject stent was prematurely deployed during use. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, the subject stent was found to be deployed and not returned. The stent delivery wire (sdw) was found to be loaded back into the stent introducer sheath and was found to be severely kinked/bent. The sdw broke during the analysis so no as analyzed code will be assigned to the breakage. The tip of the stent introducer sheath was found to be damaged. The functional testing could not be performed as the subject stent was found to be deployed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event could not be duplicated; however, the analysis results are consistent with reported event. The returned device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The subject device was analyzed. The subject stent was found to be deployed and not returned. The sdw was found to be severely kinked/bent. The tip of the stent introducer sheath was found to be damaged. An assignable cause of procedural factors will be assigned to the as reported stent failed/unable to deploy, and to the as analyzed codes stent deployed prematurely during use, sdw kinked/bent, stent introducer sheath distal tip damaged as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.